Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and the pump continued to be used without any recurrence of the malfunction code. The customer was advised to contact support again if the issue recurred.